Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by stomach pain. Therapy was ongoing. The cause of peritonitis was unknown. The patient was treated with vancomycin injection (1g, daily, once in five days), and amikacin (250mg, alternate days, routes not reported) continuously for peritonitis. Four days later the patient was hospitalized for the peritonitis, and was administered unspecified intravenous antibiotic therapy. At the time of this report the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.